Event description:
It was reported that, "subject fell and experienced a right total hip arthroplasty dislocation on (B)(6) 2011, and dislocated once again on (B)(6) 2012. Subject subsequently had a right hip reduction under IV sedation."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.